Event description:
It was reported that during implant, episode of non-sustained rv oversensing was observed due to myopotential oversensing. The lead was disconnected and reconnected. A week later, episode of non-sustained lead noise was observed. Noise was not able to be reproduced during extensive isometric testing. Patient will return back to the clinic for further assessment.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).